Event description:
It was reported that during tka when the surgeon started to map the femur, a complete bone model appeared instead of filling in as points were mapped. Turned the green point icon on so the surgeon could see all points being mapped. The tibia mapping was normal and continued with the case as normal. No delays or patient injuries involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for investigation. Device history record review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. Review of the log files confirmed the issue of the mesh generating before free collection was complete. This was found to be an issue with the mesh generation algorithm and the root cause is a software failure. A bug has been identified for this issue and it will be further investigated by the software engineering team.